Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. Lead insulation damage was suspected. No intervention has been performed at this time, the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.